Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm and venous pressure high alarm occurred at the end of a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. The disposable cartridge was not available for evaluation. The exact cause of the alarm cannot be determined. Facility reports that the alarm may have been due to the pt's line kinking during the treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.